Event description:
It was reported that the patient experienced redness, and warmth at the neurostimulator pocket incision site. It was thought to be possible cellulitis and was treated with an oral antibiotic (B)(6) for ten days. Additional information has been requested.

Manufacturer narrative:
(B)(4).